Manufacturer narrative:
Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. The pump was received with a partially broken battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored and no failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: 01/17/2025 13:47:28.000 to 01/17/2025 13:59:57.000, 01/17/2025 14:05:55.000 to 01/17/2025 14:13:39.000, 01/17/2025 19:23:14.000. Low battery alert was found on: 01/17/2025 09:13:00.000. Replace battery alert was found on: 01/17/2025 18:44:00.000. Replace battery now alarm was found on: 01/17/2025 19:15:00.000. 01/17/2025 19:25:00.000. Failed battery alert/battery failed alarm was found on: 01/17/2025 13:48:08.000 to 01/17/2025 13:59:56.000. 01/17/2025 14:01:55.000 to 01/17/2025 14:15:00.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert, replace battery alert/replace battery now alarm and failed battery alert/battery failed alarm were expected since the battery in the pump is low on power. The customer had used a low power battery. No unexpected low battery alert, replace battery alert/replace battery now alarm and failed battery alert/battery failed alarm noted during testing. There were no other unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of 17-jan-2025 in the formatted history file. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.40 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. Battery cap contact missing/damaged was unknown. Cosmetic damage was confirmed at the battery compartment side of the pump during analysis. The pump passed all the required testing. Customer alleged for failed battery alert/battery failed alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test, battery cap contacts missing/damaged, damage. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer reported that battery cap contacts were damaged. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.